Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter migration was not known.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The other relevant components include: product ID: 8781, serial# (B)(4), implanted: (B)(6) 2017, product type: catheter.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving compounded baclofen and fentanyl at 100.0 mcg/ml, 175.0 mcg/ml concentrations and doses of 19.99 mcg/day, 34.98 mcg/day respectively via an implantable pump. The indication for use was intractable spasticity. It was reported the patient felt like fluid was building around the catheter on (B)(6) 2017. The clinical diagnosis was listed as possible catheter site seroma. It was indicated the event was possibly related to the implant procedure. The patient was instructed to apply pressure to the site on (B)(6) 2017. The issue was unresolved at the time of study exit as the patient was discharged from the practice prior to resolution. Additional information received from a healthcare provider via a clinical study reported the patient's spasticity was worsening and felt like the baclofen was not as effective starting on (B)(6) 2017. A catheter access port (cap) contrast study was performed on (B)(6) 2017 and the catheter was noted to have migrated from t9 to t11. It was indicated the event was related to the device or therapy. The it daily rate and bolus dose was increased on (B)(6) 2017. The patient was discharged from the practice on (B)(6) 2017 and did not return for follow-up after the dose increase.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the patient's catheter was dislodged. The patient's baseline weight was (B)(6) lbs.